Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, power cycling and bench handling without duplicating the report. The device powered up in less than 10 seconds during testing. The device was recertified and returned to the customer. It's important to note that the battery used at the time of the reported event was not received for evaluation as part of the investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device the device takes approximately 10 seconds to power on. Complainant indicated that there was no patient involvement in the reported malfunction.